Event description:
Additional information was provided by the unit coordinator at the user facility: the issue was first noticed during an endoscopic ultrasound. The device was checked prior to the procedure and no abnormalities were noted; however, once the doctor used the equipment, he detected a problem. The defective device was swapped out for another one and the procedure was completed. There were no patient injuries or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the user facility and the results of the legal manufacturer's investigation. The following sections were updated: b5, g4, g7, h2, h4, h6, and h10. Based on the results of the legal manufacturer's investigation, the issues identified during the evaluation (forceps cover glue was peeling and found with minor dents) likely occurred due to deterioration over time based on the manufacture date (oct. 16, 2012). In addition, it is possible the phenomenon occurred because an external force was applied, such as a strong rubbing against the subject device during normal use, including reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. As a result of checking the instructions for use, the following description was confirmed - inspection of the endoscope: "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Per the legal manufacturer, the other issues identified in the initial report (cracked rubber glue on the cover, flickering image, and broken strands on the bending section) have no potential to cause or contribute to death or serious injury if the malfunctions were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the forceps cover glue was peeling and found with minor dents. The rubber glue on the cover was cracked. The image was found flickering due to corrosion. The bending section had multiple broken strands. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported a blurry image on a gastrovideoscope. The issue occurred during reprocessing of the device. No patient involvement or injuries were reported. No additional information has been obtained.